Event description:
A surgeon at (B)(6) reported the following: using a plss3626 cross screw in a lapidus cp plate plp29371, the head of the screw has sheared off and the screw has advanced all the way through the plate. The plate had already been fixated distally so these screws were removed, the plate was removed and the cross screw were removed. A new plate and screw were then used.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
A surgeon at (B)(6) hospital reported the following: using a plss3626 cross screw in a lapidus cp plate plp29371, the head of the screw has sheared off and the screw has advanced all the way through the plate. The plate had already been fixated distally so these screws were removed, the plate was removed and the cross screw were removed. A new plate and screw were then used.